Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant impinging on the nerve root.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three ifuse implants were placed. The patient had leg pain following the procedure that did not go away. The surgeon performed a CT scan that showed that the caudal implant may have been impinging on the nerve root. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the caudal implant. The surgery was completed without any incident. The status of the patient following the surgery is not yet known.